Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The device was not evaluated due to being in the user's personal residence, and home use products are not evaluated/repaired. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported the unit had reduced brake force. There was no patient involvement.